Event description:
It was reported that the starburst on the horseshoe headrest (a1012) that connects to the clamp failed and slipped. The pt's head fell down several inches. The doctor caught the pt's head. The connection was tightened. The surgical procedure was continued and completed. The mayfield swivel adaptor (a1018) and the mayfield ultrabase unit (a2102) were used along with the a1012. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.